Event description:
The recipient reportedly experienced pain, tinnitus, and coughing up blood following implantation surgery. As of (B)(6) 2022, the recipient is reportedly feeling much better and is only taking over the counter advil for occasional pain.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was successfully activated. The recipient is doing well and has no reports of pain or tinnitus. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.